Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using ten (10) bd vacutainer® multiple sample luer adapter, there is no blood flow into the tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. However, functional tests were conducted on 10 retained samples using 30 tubes per needle to assess the device's functionality. All samples passed the testing, exhibiting no signs of defects or insufficient blood flow during draw. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: insufficient blood flow. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using ten (10) bd vacutainer® multiple sample luer adapter, there is no blood flow into the tube. No adverse impact was reported regarding the patient or user.